Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - examination of the returned device confirms the presence of a substance, but a root cause could not be confirmed at this time. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that implant came from the box with a substance stuck on the outer surface. They believed it was glue from the packaging. It was not implanted.